Event description:
The customer reported this ventricular lead was capped due to a clavicle crush (lead fracture). To date, no pt adverse effects were reported. The lead was actively implanted for approx 2 years, 4 months.

Manufacturer narrative:
The lead was capped, therefore, it will not be returned for analysis. As a result, the clinical observation against this lead cannot be confirmed. To date, no pt adverse events have been reported. The event will be re-evaluated if additional info becomes available. Lead fracture is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.